Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical service engineer (tse) advised the customer to replace the sa on psm2. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument tip on patient surgical manipulator (psm)2 returned to being straight when the surgeon had the wrist bent upward. The surgeon reseated the sterile adapter (sa) and instrument, but it did not resolve the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The surgeon's head was inside the high-resolution stereo viewer while attempting to manipulate the instruments. The failure was not related to the inability to move the instrument. The instrument scaled appropriately, had appropriate timing, and moved in the intended direction. However, there was shakiness/friction experienced persistently. There was no instrument-to-instrument interference. The surgeon was peeling at the left side of the patient approximately 1.5 to 2 hours after the start of the surgical procedure when the issue occurred. There was no injury to the patient.